Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had drawer failure. A field service engineer found that the issue was due to liquid spill on the back of the station, water damaged mini control board, and mini engines. Replaced control board and two mini engines to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system has failed all top drawers during procedure. The customer added that there was a 5-minute delay to retrieve the medications, and the required medications were versed, fentanyl, and anectine. The customer stated that there was neither harm nor discomfort to the patient, and no medical intervention was required as the required medicines were delivered from an alternative device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system drawer failed due to liquid spilled on the back of the station. A field service engineer found that the water damaged the mini control board and mini engines and replaced control board and two mini engines to resolve and complaint file kept opening for monitoring, if any additional information becomes available, a supplemental MDR will be filed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system has failed all top drawers during procedure. The customer added that there was a 5-minute delay to retrieve the medications, and the required medications were versed, fentanyl, and anectine. The customer stated that there was neither harm nor discomfort to the patient, and no medical intervention was required as the required medicines were delivered from an alternative device. There were no adverse events or injuries reported based on this event.